Event description:
The information provided to sjm indicated the patient underwent aortic valve replacement with a 21mm sjm trifecta valve (model: tf-21a, serial: (B)(4)). Following successful implant, a post op echo was performed revealing moderate aortic regurgitation. The physician put the patient back on the pump to remove the valve. Upon removal it was noted that one leaflet may have not been coapting properly. The valve was rep,laced with a non-sjm bioprosthesis and has since fully recovered.

Manufacturer narrative:
The results of this investigation indicated the valve met sjm specifications as supported by the valve's device history record and the analysis performed. Hydrodynamic testing at the time of manufacturing and upon return to st. Jude medical indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance. No evidence was found to suggest an intrinsic defect in the valve. The cause of the reported cusp not coapting properly resulting in aortic regurgitation remains unknown.